Event description:
The pt called lifescan and alleged the one touch ultra meter had missing segments. The pt contacted a medical professional for advise. No treatment reported. Oral medication was taken by the pt following attempted use of the meter. No alleged injury. A lab test has been done, however no result available. No symptoms of high or low blood glucose. The pt stated the last time the meter was used was 2 months ago. Result unk. The meter and test strips were replaced and return expected.